Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator had a blank display. There was no patient involvement. A non-covidien/ medtronic service provider inspected the device and found the liquid crystal display (lcd) cable to be faulty. Covidien/ medtronic was not authorized to evaluate/service the device.